Event description:
It was reported that the patient underwent l2-3 direct lateral interbody fusion to treat adjacent segment degeneration. A peek interbody cage with rhbmp-2/acs and ceramic granules were used. There were no noted complications. Four days post-op, the patient presented to the ER with low back pain radiating to both groins. Per the medical records, the patient "presents to ed today with acute onset lbp radiating to both groins yesterday while in bed. Denies numbness tingling or weakness, denies trauma or fall. Says that this pain was there postop but then resolved prior to d/c but now is back. She is "feeling much better with pain killers." A CT scan of the lumbar spine demonstrated "no acute findings and hardware in good position." Thirteen days post-op, the patient presented to the ER with low back pain radiating to both groins. Per the medical records, the patient "presents to us today with worsening back pain and bilateral anterior thigh spasm and pain. She is otherwise at her neurologic baseline. She denies worsening le weakness, bowel I bladder dysfunction and or sensory disturbance. " her neurologic exam is reassuring and her imaging is reassuring with no acute hardware malpositioning. Her symptomatology is getting better with adequate pain relief. Given good symptomatic control, neurosurgery is of the opinion that no acute intervention is currently required." At 167 days post-op, the patient presented with swelling in bilateral ankles and hands every night for the past 2 weeks. Per the physician's notes, "the patient indicates experiencing pain rated as 6-7 across the low back and the mid back and no change in her numbness in the l anterior hip since last session. The patient indicates she will receive an injection for her back... The patient indicates no experiencing any tingling in bil ues and les. The patient states being compliant with her hip. The patient also add noticing occasional small bruising on her arm and her leg for no apparent reason." At 216 days post-op, an xr of the lumbosacral spine indicated "extensive surgery remains present with a fusion at l2-l3 subsidence into the interbody graft remains present and anterior fracture of the l2 remains present. A posterior lumbar fusion between l3 and l5 is present with posterior rods anchored by screws in l3, l4, and l5. The posterior bony fusion masses appear to be solidly united. No new abnormalities are seen." Reportedly the patient has developed "serious injury including pain and physical limitations."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Review of radiographic imaging studies found as follows: on (B)(6) 2010 lumbar CT complex fusion construct from l3 to s1, with two crosslinks. Axial views show large soft tissue mass or fluid collection posteriorly with the marginal calcifying measuring about 5cm by 8cm extending lateral and posterior to instrumentation. Spinal canal contents is obscured by artifact. On (B)(6) 2010 lumbar CT instrumentation has been removed. Fluid collection is slightly smaller. Some fluid in the retroperitoneal and psoas areas are noted. On (B)(6) 2010 CT lumbar again shown is area of previous surgery l3 to s1. Screws are gone. Decompression complete without dural sac compression. Erosion is seen at disc spaces at l5 consistent with infection. Abundant posterolateral bone graft is seen however solid arthrodesis cannot be verified. Air density is seen within the l5 disc space. On (B)(6) 2010 CT lumbar again pedicle screws are seen l3, l4, l5. Residual cement noted may be augmentation or residual from previous insertion. Fusion appears more solid. Some continued fluid noted posteriorly. On (B)(6) 2011 ap and lateral lumbar x-rays with dynamics which show no movement l3 through l5. On (B)(6) 2011 ap and lateral lumbar x-rays stable construct l3 to l5. On (B)(6) 2011 lumbar CT l2/3 dlif present uninstrumented with pedicle screws persisting l3-l5. Laminectomy present without nerve compression. Instrumentation is in good position. On (B)(6) 2011 lumbar CT no real interval change from study above. Instrumentation in good position. No new fluid collections or loss of position. On (B)(6) 2012 ap and lateral lumbar x-rays studies show same construct. Posterolateral fusion is apparent on ap view l3 through l5. Some erosion at l2/3 of dlif cage is noted. On (B)(6) 2012 ap and lateral lumbar x-rays ap lumbar films large ap of pelvis upper half of femurs and lumbar spine, show no additional pathology from what is noted above. On (B)(6) 2012 cervical ap and lateral x-rays.